Manufacturer narrative:
Samples were serum collected in sst tubes and centrifuged for 10 minutes at 3000 rpm. Qc was within established ranges prior to and after the event. System check performed on (B)(4) 2010 was within instrument specifications a field service engineer (fse) was on-site (B)(4) 2010. Fse replaced the incubator belt and clips, cleaned the wash carousel and verified the alignments and ultrasonics. No hardware issues were noted. A system check and qc were performed and were within specifications. Although hardware issues were addressed, a clear root cause for this event has not been determined to date.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding a ckmb result above the normal reference range generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat the result was within the normal reference range. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.